Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2014. -uneventful device explant (B)(6) 2015. -linx device found in the correct position/geometry. -after device removal, a second linx device was implanted (model lxmc14, lot number 8957, serial number (B)(4)).